Event description:
It was reported that during a prostate procedure, the side-firing fiber was observed to be "forward firing and/or noted to have fiber damage at the tip" at 3357 joules. A second fiber was used to complete the case. "No injury to patient" reported.